Event description:
It was reported that the pt experienced therapeutic effect since pump implant (B) (6) 2009. About 6 weeks prior to the report, it was noted that the pt had increased spasticity and hypertonicity which began in his lower extremities and then presented in his upper extremities. The pt was given therapeutic boluses of medication without any effect. An ap lateral x-ray was performed which revealed that the catheter had migrated out of the intrathecal space. The pt was scheduled for a catheter revision (B) (6) 2010, however, developed an infection that was unrelated to the pump. The pt was treated with a course of antibiotics and then brought in on (B) (6) 2010, for a catheter revision. An incision in the spinal site was made. It was noted that the intrathecal catheter tip was out of the intrathecal space. A new catheter was threaded up into the intrathecal space to the c7 level. The catheter was trimmed to connect it to the existing catheter that was threaded from the pump to the spinal incision. As the internal pump tubing and proximal segment were already primed with medication, the newly implanted length of catheter was primed with a bolus to deliver the medication to the tip of the catheter. The pump was restarted at 400 mcg/day, in simple continuous mode. Prior to the surgery the pt had been titrated to 900 mcg/day in an effort to attain a therapeutic effect. At the time of this report, the pt was not back to their pre-operative baseline level of alertness and continue to have mental status changes; drug dose continued to be titrated to a lower rate.

Manufacturer narrative:
(B) (4).